Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) event summary: the full lead was returned, analyzed and there were no anomalies observed regarding the returned lead. It was noted all electrical testing was within specified parameters.

Event description:
It was reported that during an implant procedure, the impedance on the right ventricular lead was always out of range/high despite troubleshooting. Lead fracture was suspected. Another lead was implanted. No patient complications have been reported as a result of this event.